Event description:
It was reported that a patient underwent a thyroidectomy on an unknown date. The drain was placed in the patient after the surgery. On the following day, the flute part of the drain became blocked by a blood clot. The nurse milked the drain to release the clot. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Failure to drain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a from will be submitted accordingly.